Event description:
It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of the clinical trial. The target lesion was in the right proximal popliteal artery, right mid popliteal artery extending up to right distal popliteal artery with 5 mm proximal reference vessel diameter and 5.1 mm distal reference vessel diameter with lesion length of 130 mm and 80% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 150 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2024, subject was noted with symptoms related to restenosis of right distal popliteal artery was hospitalized for further evaluation and treatment. The angiography of right leg revealed patent common femoral artery, profunda femoris artery, and superficial femoral artery and diseased distal popliteal artery. On the same day, 167 days post index procedure, 70% stenosis noted in right distal popliteal artery was treated by 4 x 80 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2024, subject was discharged from hospital. It was further reported that the angiography of right leg revealed common femoral artery, profunda femoris artery, and superficial femoral artery to be patent, distal popliteal artery, anterior tibial artery and peroneal artery were noted to be diseased and posterior tibial artery was noted to be occluded. Additionally, diseased right anterior tibial artery was treated using 3 mm x 220 mm sterling balloon and distal portion of right anterior tibial artery was treated using 2.5 mm x 220 mm sterling balloon.

Manufacturer narrative:
A2 age at time of event: 75 years old at the time of study enrollment b5 updated based on additional information.

Manufacturer narrative:
A1 patient identifier: (B)(6). A2 age at time of event: 75 years old at the time of study enrollment.

Event description:
Elegance clinical trial. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon on (B)(6) 2024 as a part of the elegance clinical trial. The target lesion was in the right proximal popliteal artery, right mid popliteal artery extending up to right distal popliteal artery with 5 mm proximal reference vessel diameter and 5.1 mm distal reference vessel diameter with lesion length of 130 mm and 80% stenosis and was classified as tasc ii c lesion. Prior to target lesion treatment with study device, pre-dilation was performed using 3 mm x 220 mm sterling pta balloon. Treatment of target lesion was performed by dilation using study device, 5 mm x 150 mm ranger drug coated balloon. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2024, the subject was discharged from hospital on dual antiplatelet therapy. On (B)(6) 2024, subject was noted with symptoms related to restenosis of right distal popliteal artery was hospitalized for further evaluation and treatment. The angiography of right leg revealed patent common femoral artery, profunda femoris artery, and superficial femoral artery and diseased distal popliteal artery. On the same day, 167 days post index procedure, 70% stenosis noted in right distal popliteal artery was treated by 4 x 80 mm sterling pta balloon. Post procedure, the final residual stenosis was noted to be 10%. On (B)(6) 2024, subject was discharged from hospital.